Event description:
It was reported that during a synfix procedure at level l5-s1 as the surgeon was inserting implant and impacting, the peek implant separated from the ti plate. Surgeon removed implant retrieved all pieces. Surgeon selected another and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for mfg revealed no complaint related issues. Mfg eval visual inspection revealed the device was rec'd with the ti inlay separated from peek body. Investigation revealed the ti inlay separated from the peek body due to forcible or inadequate use. Them microscopic investigation showed clear marks of inadequate use; marks on the peek body and also on the ti inlay from an instrument. Based on the condition on the returned device, the reported event, and the complaint is deemed invalid from a mfg standpoint.